Event description:
The customer reported that although their unit was not canceling, it was leaving a "foggy haze" in the room. The customer reported that there were no "watery eyes or other symptoms" from this issue. The customer was encouraged not to use the unit until it could be repaired. The asp field service engineer ( fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse verified the problem and replaced the oil mis filter assembly. He tested the new filter, ran an rf/leakback test and an empty cycle, and the unit met MFR specifications.